Event description:
Medical staff reported for surgeon that they had a previous port base leak with an apl lap-band system. Follow-up findings: patient implanted at another facility and information on device is not available. Explanted access port was discarded after surgery and is not available for return.

Manufacturer narrative:
Taper ii. The access port connector associated with this report has not been returned and was discarded after surgery by the reporter. Based upon the model number and implant date provided, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. The device was discarded after the surgery, therefore, no analysis or testing can be done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."